Event description:
It was reported that prior to an MRI and after performing the MRI, the battery longevity was normal. Another interrogation was performed on the device and the remaining battery suddenly showed near eri. The device will be monitored. There were no adverse health consequences to the patient. The patient was in stable condition.